Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent and the cause was not reported. On unreported dates (further described as "from the last seven days"), the patient was hospitalized for the event and the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes were not reported). No further information was provided regarding the outcome for the event or whether dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.